Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73j1800485 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not properly fired and cannot be used.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. Two loose clips and a broken hook were also returned. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A clip with a broken hook was partially loaded incorrectly as the pusher head (distal end of feeder) was to the side of the clip. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. It was observed that the next clip was out of position in the channel. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not properly applied" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A clip with a broken hook was partially loaded incorrectly as the pusher head (distal end of feeder) was to the side of the clip. Upon functional inspection, the first clip was unable to load properly. The sample was disassembled , and it was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the clips are not properly fired and cannot be used.